Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device storage space failed drawer and displayed error as required maintenance. The field service engineer (fse) recovered storage space and resolved function to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was showing a failed storage space. The customer attempted to recover the failed drawer, but the system continued to display required maintenance. The customer rebooted the device, but the issue persisted. They also shut down the station by unplugging the power cord from the back of the unit, waited 2¿5 minutes, reconnected the power, and attempted to recover the drawer again, however, the drawer still failed with the same issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.